Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitor(s) that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a voltage too low for remaining capacity fault message. A copy of device memory was submitted to boston scientific technical services (ts) for analysis. Analysis of device memory confirmed the fault message and noted no other suspicious faults or resets and device therapy was noted to remain unaffected. Ts recommended device replacement. An invasive procedure was performed. No additional adverse patient effects were reported.

Event description:
--

Event description:
--

Manufacturer narrative:
The device was successfully explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.